Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that during testing, the device continued to run when the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
The customer reported that during testing, the device continued to run when the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.